Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out of range shocking lead impedance measurement detected via the patient remote monitoring system. A field representative wanted to know the value for the impedance and was informed by boston scientific technical services (ts) that no value was found yet as the 24 hour trend window had not yet ended for the measurement which triggered the alert. Furthermore, ts discussed dropped in impedance measurement however trend did not show large drop offs. A review on the latest presenting electrogram (egm) showed no noise on the shock lead. The field representative indicated that the patient was yet to be checked. As of this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.